Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer representative was called by the hospital to pick up an explanted system that had been "malfunctioning". No other information was available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was noted that the stimulator was functionally okay. Analysis of the lead, (B)(4), found no significant anomaly. It was noted that the lead body was cut through and the product was segmented. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), explanted: (B)(6) 2013. Product type: lead: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-p4, lot# n310840, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
Follow up attempts with health care provider resulted in no additional information.

Event description:
It was determined that the allegation of malfunction was against the implantable neurostimulator and the two leads. Only one lead was returned for analysis, however. If additional information is received, a supplemental report will be filed.